Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system heard beep tones. The patient was evaluated in clinic, where high, out of range shock impedance measurements were observed. It was noted that sensing and pacing threshold measurements were within normal limits. Technical Services (TS) was consulted and recommended performing a chest x-ray of the full lead and device header to assist in determining the root cause. Subsequent x-ray images revealed no apparent anomalies. TS suspected that the variability in shock impedance measurements was associated with an intermittent high impedance condition involving the device's spring contact and lead terminal ring. The health care professional (HCP) indicated that the replacement of both the ICD and the right ventricular (RV) lead was being considered. No adverse patient effects were reported. This RV lead remains in service.